Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the atrial lead was dislodged. The atrial lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The lead was returned due to lead dislodgement. Visual examination of the lead did not find any anomalies. The measured full helix extension length was within specification.